Event description:
It is reported that during post-op eval in 2008, the multi-pin clamps were found to be loose where they were attached to the pins in tibia. Upon tightening the screws down onto pin for all the clamps, one broke and required surgery to change the clamp. Surgery was performed on two days later.

Manufacturer narrative:
This report will be amended when our investigation is completed.